Event description:
Boston scientific received information that this right ventricular lead dislodged. The lead was successfully repositioned and following the procedure no sensing was noted in bipolar and unipolar configurations. The patient had an escape rate at vvi at 30bpm and the diagnostic measurements were normal. The representative determined that he had programmed the sensitivity incorrectly. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.'